Event description:
It was reported that at power up alarm 61 (non-recoverable system error) popped up on the screen memory unrecoverable error. Nurse have shut down the unit and after 30 seconds restarted and even left it longer and still had the same error. As per wo review on 12feb2023, it was noted that there was no patient involvement, defect identify during the preventive maintenance check by the biomed. As per notification received on 07mar2023 review of provided smx information, no patient involved. Device received and evaluated on 21feb2023. Additional issues found in evaluation: other observations were the heater harness port has fluid ingress. Level sensor found to be defective during final testing, water level showing full although the reservoir was empty, after installing new, the issue was fixed.

Manufacturer narrative:
The reported issue was confirmed, however the root cause was not able to be isolated. A potential root cause could be due to the device being stored incorrectly. The device and photo sample were evaluated and the reported issue was confirmed as it was noted that the heater harness port has fluid ingress. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that at power up alarm 61 (non-recoverable system error) popped up on the screen memory unrecoverable error. Nurse have shut down the unit and after 30 seconds restarted and even left it longer and still had the same error. Per wo review on (B)(6)2023 , it was noted that there was no patient involvement, defect identify during the preventive maintenance check by the biomed. Per notification received on (B)(6)2023 review of provided smx information, no patient involved. Device received and evaluated on (B)(6)2023. Additional issues found in evaluation: other observations were the heater harness port has fluid ingress. Level sensor found to be defective during final testing, water level showing full although the reservoir was empty, after installing new, the issue was fixed.